Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implanted neurostimulator for failed back surgery syndrome. It was reported that the patient felt like the stimulator was not working for the past three months and they lost therapeutic effect. Patient has scheduled an appointment with their healthcare provider (hcp) and a medtronic representative on (B)(6) 2020. No further complications were reported or are anticipated.